Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a perforation occurred following implant of the right ventricular (rv) and right atrial (ra) leads. Three days after implant a pericardiocentesis and revision of both the rv and ra lead was performed. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.